Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: colombia. Surgeons state that the suture is easily broken at the time of use in a patient and have abnormal discoloration due to lack of liquid that covers the suture.

Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. Approx (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Review of the production batch documentation was performed and there are no records of deviations or alterations during the process. Tested the knot pull tensile strength and the sealing of the inner package of the sample received and the results fulfills the OEM requirements. The sample received was visually inspected. It was noted that there was no liquid in the pack; this damage may have been caused by a defect in the mold sealing machine, that was not possible to detect during the manufacturing process and batch release. The sterilizing solution contacts the affected part and results in the deterioration of the aluminum foil in the area closest to the sealing edges. As for the case relating to the breaking of the thread, it is reported that a sample is not sufficient to carry out a conclusive analysis. A retrospective review of manufacturing documentation for this lot has been completed and the results indicate the batch fulfilled resistance strain testing at the knot prior to release. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The results of the samples received does not fulfill the OEM requirements. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions has been implemented through OEM.